Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.00/1.5/088 (sphere/cylinder/axis) implantable collamer lens into the patient's eye on (B)(6) 2022. The patient experienced lens rotation. On (B)(6) 2022 the lens was explanted. A replacement lens of longer length was implanted and this resolved the problem. There was no patient injury.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).